Event description:
The customer reported that intermittently the mask acquisition period seemed to be long during a subtraction run and image turned black when using landmark. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was formatted. The boards and connectors were reseated during the service call. The system was tested adn found to be working as intended and put back into service.